Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient's ipg was no longer holding charge. In addition, the patient experienced ineffective therapy. Diagnostics revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg and lead were explanted and replaced to address the issue. Effective therapy was restored post operatively.